Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Patient reported that the infusion set fell off during physical activity on 05/30/2024 within 3 days of use. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.